Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) coil impedance on the rv lead was above the normal range. It was noted that it was likely that the rv coil had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.